Manufacturer narrative:
Additional information was added to h6. H10: it was noted that the customer reported using the devices on patient peripherally inserted central catheters (PICC) which is an off-label use as the approved product label for dual luer-lock cap is indicated for use as a cap for male or female ports on medical devices (e.g. Manifolds, stopcocks) and not for use with a vascular catheters (PICC). The devices were not returned and the lot numbers were unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of dual luer lock caps were used to cap the end of the peripherally inserted central catheter (PICC) line. This issue was identified during patient use while getting intermittent intravenous (IV) infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.